Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. Additional code- fzh, hxg, htw, mjg. (B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the surgeon used a vertebra balloon system (vbs) with the first two test balloons. The first phase went well with the inflation of the two (2) balloons. It is in the second phase that one of the two balloons with the stent exploded before the maximum content was allowed and the stent therefore had not fully extended. The surgeon removed the balloon but the tip of the stent remains anchored in the vertebra of the patient without being able to remove it. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.